Event description:
Pt took their insulin shots and loaded the pump with an enternal feeding solution. The solution did not flow through the pump as fast as it should. Pt reported the flow rate is not working properly. Pt's sugar levels dropped (bottomed out). There was illness injury or medical intervention resultiing from the event. One pt involved.